Event description:
Customer reported that pump screen was dark and would not turn on despite various attempts to reboot and charge it. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the customer agreed to use a backup insulin delivery method known as mdi. A replacement pump with updated software was sent to the customer, and they were informed about available training. Customer understood instructions for returning the old pump and acknowledged receipt of the replacement.